Event description:
When attempting to start an IV the end of the catheter shredded and would not enter the skin. Manufacturer response for peripheral IV catheter, jelco, (per site reporter). Device returned for evaluation.